Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, left bundle branch block and first degree atrioventricular block was observed and no treatment was prescribed. The following day complete heart block (chb) was observed. Two days following right bundle branch block (rbbb) was observed. A permanent pacemaker was implanted to treat chb and rbbb two days post-implant of the valve. No additional adverse patient effects were reported.